Event description:
Heartmate 2 long-term resident of nursing home presents with exacerbation of (B)(6) and multi drug resistant pseudomonas infection. Pt is not a candidate for surgical incision and drainage (I&d), so he will be treated with prolonged course of IV polymicrobial's.